Event description:
It was reported that the customer had a crack in their insulin pump's case. The customer also reported a crack on the battery compartment. The drive support cap did not appear to be damaged. The customer was asked to return their insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.